Event description:
During a radiographic procedure in which contrast was being administered the 20 gauge insight infusion catheter separated from the hub of the unit and migrated into the pt's arm. Medical staff were unable to retrieve the catheter and surgical intervention will be indicated. The catheter had been placed in the antecubital space approx 12 hrs before the incident.